Event description:
MFR's rep reported pt required hospitalization and was treated for overdose symptoms in the ICU after a pump reservoir refill and reprogramming. The pump reservoir was refilled and programmed in 2006, around 11 am. Approx 12 hrs later, the pt presented to the emergency room with complaints of feeling bilateral foot numbness, which progressed to difficulty breathing, intubation, unresponsiveness and rhabdomylosis. The pt was programmed to receive a periodic bolus infusion mode, delivering a bolus dose every 7 mins, and it was intended to be delivered every 7 hrs. Total daily dose was 216, 491 mg/day with a refill interval of 0 days. Approx 23 hrs after the programming error occurred the pump was programmed to stopped pump infusion mode. It was reported the pt received narcan at some point, and started to regain consciousness. The hcp reported the pt was discharged from the hosp one week later, in satisfactory condition.